Event description:
It was reported that the patient was experiencing inadequate stimulation despite of optimizing the program. The patient was administered with pain injection and reported to still have no relief.